Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a biliary stent prematurely detached from the catheter during advancement from an ipsilateral approach during a kissing stent procedure involving the iliac artery bifurcation. Reportedly, the stent detached just distal to the end of the introducer sheath in the left common iliac artery, where it was expanded and implanted. Another biliary stent was advanced and successfully implanted at the treatment site without further incident. No report of injury to the patient.